Manufacturer narrative:
(B)(4). Evaluation, results: stent graft migration. Aortic neck elongation and dilatation. Evaluation, conclusion: aortic neck elongation and dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 76 months ago. Aneurysm and vessel morphology at the time of implant are unknown. Currently, the iliac arteries were mildly tortuous and mildly calcified. The aneurysm was 4.9 cm in diameter. There was disease progression of the aortic neck, it has elongated and measured 26 mm in diameter. The neck contains thrombosis and had mild angulation. It was reported that the patient presented at a routine follow up and the CT demonstrated that the stent graft has migrated distally 1.5 cm. There was no endoleak present. An endurant aortic cuff was implanted several weeks ago and resolved the migration. No additional clinical sequelae were reported and the patient is fine.